Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jul-2019 the following findings: during investigation, the pump had no power. Because there was no power, the original complaint about the cs alarm was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that there was a call service alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.